Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer was disconnect from the device for 2 days and been using manual injections. The battery indicator does not show less than 2 bars and currently shows full because of the battery they just put in. Customer received weak battery and failed battery alerts. The customer was advised that the we will ship a replacement battery cap to see how that works. The customer will monitor pump and advised customer to use the recommended brand of batteries (B)(6) aaa alkaline battery.